Event description:
Sterile specials tray lot #43794066 was opened for an arteriogram procedure. Small black spec and small clear piece of fuzz noted in the bottom guidewire bowl. The small spec and fuzz were collected and placed on a 4x4 gauze and placed into the sterile clear cup and covered with the lid. No items from this tray came in contact with patient. Once the spec was noted, the sharps were removed and the tray was removed from the room. A new tray was opened and used for this procedure.